Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18907 was returned and analyzed. External visual inspection of the balloon segment was performed and no anomalies were identified. The balloons and sleeve were all intact with no apparent issues. Visual inspection of the shaft segment was performed and no anomalies were identified. External visual inspection of the electrical handle segment was performed and no anomalies were identified. External visual inspection of the retuned product and its original packaging showed there was debris inside the pouch. In conclusion, the reported issue of foreign material was confirmed through returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was removed from the packaging, foreign material similar to debris was found in the package. The balloon catheter was replaced to resolve the issue. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: visual inspection of the returned catheter and its original packaging showed there were two particles of debris inside the pouch. The debris was found inside of the white tray and was moving freely inside of the pouch. The debris was not trapped under the heat seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.